Event description:
It was reported by dealer that the xpo100b concentrator is shutting down with no alarms.

Manufacturer narrative:
Follow up with be filed if additional information is received.

Event description:
It was reported by dealer that the (B)(4) concentrator is shutting down with no alarms. Unit was evaluated on 6/22/2015 and repair statement shows that the manifold hoses were leaking and the sieve beds were saturated.

Manufacturer narrative:
Follow up with be filed if additional information is received. Unit was evaluated on 6/22/2015 and repair statement shows that the manifold hoses were leaking and the sieve beds were saturated.